Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia or hospitalization. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported after activating a new pod she went to bed with blood glucose (bg) reading at 5 mmol/l (90 mg/dl) and by the next morning she woke up with a bad headache and felt nauseous. She checked her bg it read 20 mmol/l (360 mg/dl) so her husband took her to the hospital where she was admitted into the intensive care unit with bg reading at 29 mmol/l (523 mg/dl). The pod was removed and they noticed the cannula was bent. She was placed on an infusion of insulin. The pod was discarded at the hospital. The pod was worn between 4 and 24 hours.